Event description:
It was reported that the procedure was to treat a mildly calcified proximal left anterior descending artery that was 85% stenosed. After pre-dilatation, a 4x28mm xience xpedition stent was advanced to the lesion and deployed. Post stent implantation, via cine images a dissection was noted in the distal edge of the stent. A 3.5x8mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.